Event description:
It was reported by a customer that the fiber end fired at 93,942 joules. Add'l info reported by the customer was during set-up the aim test was performed and the beam was visible. The user did not experience any harm from use of the sys. This incident occurred while inside of the pt but did not cause any issues with the pt. It is unk if there were any observations with the aim or if there were any anomalies leading up to the incident. No error codes were displayed on the console when this even occurred.